Manufacturer narrative:
The product has not been returned for evaluation at this time, therefore underlying cause could not be determined.

Event description:
The provider states the wheellocks broke where the wheellocks extensions attach.